Manufacturer narrative:
The product involved in this event is not available for evaluation. Device history record was reviewed including inspection records from manufacture, no issues were found. Preventive maintenance was found to be performed per schedule. Production lines have been validated prior to production. There have been no changes to components or raw materials for the affected lot. This is the first allergy dermatitis complaint received for product 2023-present. A non-volatile residue and powder content test was conducted on retained sample; all results were found to be within specification. No root cause was identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The reporter initially reported one severe dermatitis reaction requiring medical care. They did not specify which product or lot resulted in this incident, but did provide several lots without product identification. A complaint was opened for each of these to initiate investigation while waiting on the reporter to respond with additional details. The related report numbers in h10 represent those other potential products. The customer has since provided clarification that the dermatitis did not require any medical intervention or treatment. This product lot device history record was received, no abnormalities were found. All in-process and finished device results were found to be conforming. Retained samples from lot were reviewed and found to be conforming. A non- volatile residue and powder content test was performed on retained samples, all results were within specification. A root cause was not identified.

Manufacturer narrative:
The product involved in this event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product. The product is contract manufactured by gp lumut (FDA registration number 3011189071). A scar was issued to the contract manufacturer on october 21, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
There was a dermatitis outbreak/severe reaction that occurred with the end-user requiring a doctor's care. There were no pictures or other information made available. Additional information was requested on october 18, 2024, and october 21, 2024, october 23, 2024, and october 25, 2024; however, none has been received to date.